Manufacturer narrative:
The pump was received with an intermittent up button response due to the corroded keypad trace. There was no button error alarm noted during testing. There were no raising numbers, ramping numbers on their own, or scrolling bar moving anomaly noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window, and cracked battery tube threads. It was noted that there was no moisture damage inside pump.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was hiking and her clothes got wet. Customer went to bolus after lunch and the button got stuck. Customer reported that none of the buttons were working. Customer stated that she received a button error alarm and left the battery out for 2 hours. Customer put the battery back in and it asked to set the time and date. The numbers also started rising again. Customer mentioned that the pump was wet and she had it against her skin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.